Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. No code available is used to capture device revision or replacement and in replace of absence of treatment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: wlt-01. Device history review: DHR has been reviewed. Component code appropriate term/code not available g07002 is being used to capture product not returned.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed about 20 years ago via tha for the patient¿s right hip joint. The date of primary surgery was unknown. The postoperative condition was well. It was reported that the patient had extreme pain around hip joint and became uprise impossibility in midmorning (B)(6) 2020. The surgeon confirmed the breakage of the stem¿s neck. The revision surgery was scheduled on (B)(6) 2020. The patient cannot rise and walk. He has pain around hip joint, impossibility of walking and mental suffering. The surgeon commented that the breakage of the stem was caused by strength poverty of the stem¿s neck and processing method. No further information is available.